Event description:
A physician reported a pt who was treated in the upper vermilion border on 16 october 1997, in the lower vermilion border on 23 october 1997, and on 20 november 1997 he "touched up" her upper and lower vermilion border with "a very small amount". On 06 january 1998 the pt presented to the physician's office with a single nodule in the upper vermilion border that was indurated and painful. The physician prescribed oral keflex and injected kenalog into the nodule. On 7 january 1997, the pt reported to the physician the appearance of four more nodules on her upper vermilion border which would drain fluctuant material when she smiled. The physician believed that these nodules were sterile acscesses resulting from a hypersensitivity to collagen. The physician does not plan any further intervention unless necessary for symptomatic relief of the pt's hypersensitivity.